Manufacturer narrative:
Title frova intubating introducers and double-lumen tubes source anaesthesia, volume 41, 2013,(127-8) article number: 1. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed , an incident with a fragment of a device intubating introducer was dislodged in the airway after use with a double lumen tube. They added a bright pink label to the product with instruction that the product was not for double lumen tube. Despite the instructions they are still using this for double lumen.